Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the iol was inserted into the eye. Normal unfolding of the lens caused a small tear in the capsular bag. The iol was removed and another iol was inserted. Additional information has been requested.